Event description:
This was a vascular intervention case conducted in the catheter lab to treat 3 small lesions in the rca, one proximal and two in mid segment of rca. Femoral access was utilized, and an elca 0.9mm was used for this case. After two passes with the laser catheter, an overview angio with contrast was performed; no notable issue was seen. Four passes were made with the laser on the most distal lesion. An overview angio with contrast was performed after the final run and a perforation was visible. A drug-eluting stent (des) was present at the distal lesion. A covered stent was placed inside the original stent. An overview angio with contrast was performed, and the perforation was fully covered with no further perforation noted. The patient remained stable during the entire procedure and the echo did not show any pericardial fluid. No device was returned for engineering inspection. There were no issues or nonconformances noted during an internal lhr review.